Event description:
It was reported that immediately following insertion, blood was seen entering the helium tubing. As a result, the iab was removed and replaced. There was no further reported difficulty or pt complications.